Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customers blood glucose (bg) level was reported to be 180 mg/dl. The customer issued boluses. Reportedly, the customer would not change out supplies and would resume insulin delivery. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. During cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. The customer noted that air bubbles were in the infusion set tubing. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.